Manufacturer narrative:
(B) (4).

Event description:
The head of the respiratory service requested the manufacturer's local business manager visit the hospital to discuss an incident where they reported the ventilator shut down and did not alarm when the battery failed during transfer of a patient. The hospital reported the patient, who was very ill, passed away later in the day. Further information has been requested of the customer. The ventilator was returned to the manufacturer for analysis. Initial battery run time testing passed and the battery functioned per specification. Review of the ventilator event log noted several low battery and battery depleted alerts to the user when no ac power was in use.

Event description:
Per the physician, the patient was explanted (date unknown) due to an infection.more information has been requested, but was not available at the time this report.

Manufacturer narrative:
Per patient's center, the device is not available for analysis.(B)(4).